Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the dirt adhered to the part other than external surface of the device, the foreign material could not be removed by reprocessing. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. Therefore, the root cause of the reported event is unable to be determined. Instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis lucera duodenovideoscope because the guide wire was not fully raised. The issue was observed during an unknown diagnostic procedure. The procedure was completed with a similar device with no delay, and no patient harm was associated with the event. The returned device went through a device evaluation and the customer¿s allegation was confirmed, the forceps elevator was deformed. An additional device observation found was that the inside of the lg lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the bending angle in the up direction does not meet the standard due to wear of the angle wire, the forceps elevator is deformed, and the bending section rubber adhesive floats. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.